Manufacturer narrative:
On (B)(6) 2011, investigation results from the service site confirmed a no audio issue and isolated the failure to the main pcb. Info has been added to the database for trending purposes.

Event description:
On (B)(6) 2011, the company rec'd a report indicating an audio issue. The customer was not able to confirm specific details related to the failure. On (B)(6) 2011, the unit was rec'd at our service site and the technician revealed an audio failure with the device.